Event description:
Pt reported that the device locked up ("froze"). Device did not generate any alarms. Pt's blood glucose was not affected, and no treatment was received. Pt switched to back-up device.